Manufacturer narrative:
This is an initial final report. This complaint was identified through the literature review process proactively performed by adc. There has been no contact between adc and the study site. Contact details for both the study site and the study participants are unknown. Thus, product has not been requested for return and is not expected to be returned. In the event that product is returned, this case will be re-opened, an investigation will be conducted, and a follow up report will be submitted after all investigation activities are complete. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A literature review identified a clinical study examining adverse reactions in children and adolescents with type 1 diabetes using the freestyle libre system. A total of 51 patients were examined with a median duration of 98 days using the freestyle libre. A questionnaire was used to assess the presence of local skin reactions and troubleshooting by a health care professional during their regular diabetes care visits. It was found that 3 (5.8%) of the patients experienced inflammation requiring local antibiotics and 2 (3.9%) of the patients experienced inflammation which was treated with oral antibiotics. There was no report of death or permanent injury associated with this clinical study.